Manufacturer narrative:
Investigation summary: a review of the complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported 1 false positive sofia sars result for 1 patient. It is unknown whether the patient was asymptomatic or symptomatic. The customer communicated that the result was confirmed negative through pcr testing. The customer was not willing to provide any additional information.